Event description:
Patient enrolled into the trial. Minor ipsilateral ischemic stroke reported. Symptoms resolved within an hour and the patient recovered without sequelae. Please reference MDR 2183870-2009-00188 for the spiderfx used in this procedure.

Manufacturer narrative:
The difference in time frame reporting versus the event date is due to the clinical event committee board review of the study events and the failure to notify the manufacturer of the change in re-classification.